Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were not feeling well and experienced heart rate irregularities but their implantable cardioverter defibrillator (ICD) did not do anything. The patient indicated that they think the ICD is not working. In addition, the patient believed they could hear the ICD making a noise. The ICD remains in use. No further patient complications have been reported as a result of this event.